Event description:
It was reported that during a procedure, the tip of the device broke off and was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the tip of the device broke off and was retrieved.

Manufacturer narrative:
The product was not returned for investigation as it was discarded by the customer after the procedure. However, based on the pictures provided, the reported failure mode could be considered confirmed. The device history record of the reported product could not be reviewed since the lot number was not available. Probable root causes can be associated, but not limited to: (1) components do not fit properly (alignment/gap between cutter and housing assembly) (2) shaver blade comes in contact with a metal object (e.g. Scope) / bone and/or (3) excessive force/torque applied by user (bending/prying). In sum, the product was not physically returned for investigation. However, based on the pictures provided, the failure mode could be considered confirmed. The failure mode will be monitored for future reoccurrence.